Event description:
The customer reported battery has problem. There was no reported of patient impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.